Manufacturer narrative:
Initial and final MDR 2018975 - MDR 3003442380-2024-29126 - device 2 of 10.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced 10 events of damage to infusion set line. The blood glucose level was above 300mg/dl at the time of events. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.